Event description:
It was reported by the customer that the insulin pump was alarming and had various cracks. Customer stated the device alarm motor error after they attempted to rewind. Customer stated the damage is located on the battery compartment with large portions missing. During troubleshooting, customer stated that they do not use the sensor feature and were unable to rewind the insulin pump. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor home switch. Insulin pump was unable to verify alarms due to motor error alarms. Insulin pump had a cracked lcd window, cracked case near lcd window corner, cracked reservoir tube window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.